Manufacturer narrative:
DUE TO CHARACTER LIMIT IN BLOCK E1 EVENT SITE NAME: (B)(6). A SUPPLEMENTAL REPORT WILL BE SUBMITTED UPON COMPLETION OF OUR INVESTIGATION.

Event description:
AN EMERGENCY CATHETERIZATION WAS PERFORMED USING A TRP3546 CATHETER AND CSAVE PUMP. AROUND 18:00 ON (B)(6), BLOOD BACKFLOW IN THE EXTERNAL TUBE INDICATED CATHETER RUPTURE, LEADING TO REMOVAL UNDER SURGICAL SUPERVISION WITHOUT NEEDING SURGERY. A THROMBUS WAS FOUND INSIDE THE BALLOON OF THE REMOVED CATHETER. A NEW TRP3546 WAS INSERTED, AND IABP TREATMENT CONTINUED WITH THE SAME CSAVE. THE DEFECTIVE CATHETER WAS DISCARDED. THE PATIENT LATER DIED ON (B)(6) (22:00), WITH NO CAUSAL LINK TO THE RUPTURE. INSPECTION CONFIRMED NO BLOOD INGRESS INTO THE CSAVE. MILD VASCULAR TORTUOSITY AND CALCIFICATION WERE NOTED, AND RUPTURE OCCURRED WITHIN 30 MINUTES OF INSERTION. ONE CATHETER SAMPLE WAS REQUESTED.

Event description:
N/A.

Event description:
N/A.

Manufacturer narrative:
Updated Fields: B4, G3, G6, H2, H3, H6 (Type of Investigation, Investigation Findings, Component Codes and Investigation Conclusions), H11.Corrected Fields: D7a.An intra-aortic balloon (IAB) leak is the loss of integrity in the balloon membrane or its connections, allowing blood or gas to enter or escape.Causes:IAB leaks can result from the following cases:1. Membrane Perforations caused by:Abrasions,tears (penetration by sharp objects).2. Catheter perforations:Sharp Objects, Severe Kinks.3. Inner Lumen Breaks/Kinks.4. Tip Leaks.5. Rear Seal Leaks. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no NCMRs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (Increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Updated Fields: B4, G3, G6, H2, H11.Corrected Fields: H6 (Medical Device Problem Code and Type of Investigation).